Event description:
Caller states that device read 156 mg/dl while a professional device read 50 mg/dl within 10 minutes. Customer reports feeling hypoglycemic and ate food to elevate her blood glucose. No adverse event reported. No quality controls were used. Customer had the device miscoded at the time of the comparison. Requested return of suspect device and replacement was sent.